Event description:
It was reported that friction was felt between the 2.5 x 18 mm xience prime stent delivery system (sds) and the non-abbott guide wire during advancement of the sds to the lesion; however, the stent was able to be deployed successfully. No resistance was felt during retraction of the sds from the anatomy. There was no adverse patient effects or clinically significant delay in the procedure reported. Return device analysis revealed the balloon was tightly folded and it did not appear that the stent implant had been deployed, rather that the stent implant had dislodged from the balloon. It is unknown when the stent dislodged; however, it was confirmed with the account that the stent implant is not in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The resistance between the sds and guide wire was not confirmed. However, it was noted that the stent implant was dislodged and not returned. It could not be confirmed when the stent dislodged from the balloon; however, it was confirmed that the stent implant was not in the patient anatomy. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.